Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Functional testing, including defibrillation cycling, was performed and no shutdowns were observed. No accessories were returned as part of the investigation. The battery hardware was retightened as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.